Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) (the patient's original equipment involved in the defibrillation event) has been completed. The belt was returned and evaluated at zmc while the monitor was evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluations included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the devices, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the devices were confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No indication of any device malfunction. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed at zmc. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No indication of any device malfunction. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway. A review of the software flags from the last download consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. There is no indication of a device malfunction that caused or contributed to the patient death. There is no alleged deficiency. There is no allegation that the device caused or contributed to the patient passing. (B)(4).

Event description:
The patient's replacement equipment (monitor sn (B)(4) and belt sn (B)(4)) was recovered from the field. Review of the downloaded patient flag data indicates that the replacement equipment was monitoring the patient between 11:33:02 and 20:46:30 on (B)(6) 2016. Review of the ECG data indicates that the patient did not experience any vt or vf and received no further treatments. Per the data, the patient was in a life sustaining rhythm until 20:37:41, at which time the device detected and alarmed for asystole four times. The ECG recording revealed that the patient was in severe bradycardia from 10-20 bpm degrading to asystole at the time of the alarms. Asystole is considered a non-shockable rhythm. A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. The patient was in a medical facility and subsequently passed away. The lifevest delivered forty inappropriate treatments between 14:51:43 on (B)(6) 2016 and 05:04:43 on (B)(6) 2016. The pre and post shock rhythms between treatments one and six were sinus rhythm with pvc's and motion artifact. The pre shock rhythm for treatments seven through 40 varied between motion artifact, sinus rhythm with pvcs and motion artifact. The patient was reported to have been conscious during the treatments; however, was not able to press the response buttons. It was reported the patient's condition does not allow the pt to communicate in full sentences and was unable to press the response buttons. The patient was reported to be conscious, the nurse reported when asking the patient if he is okay, he nods and attempts to say yes. The patient's nurse reported pressing the response buttons for the patient once it was determined the patient was ok. The response buttons were pressed earlier in the treatment event; however, they were not pressed prior to shock delivery. The patient's doctor advised the patient to continue to wear the lifevest until speaking with the patient's family. The patient's lifevest equipment was exchanged and the patient continued to wear the lifevest. The patient is then reported to have passed away on (B)(6) 2016 while wearing the lifevest. The patient's replacement equipment had not been recovered from the field. No additional device data is available for the day of the patient's death. The patient was reported to have passed away from various complications and that the patient's heart was weak.)

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway. A review of the software flags from the last download consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. There is no indication of a device malfunction that caused or contributed to the patient death. There is no alleged deficiency. There is no allegation that the device caused or contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. The patient was in a medical facility and subsequently passed away. The lifevest delivered forty inappropriate treatments between 14:51:43 on (B)(6) 2016 and 05:04:43 on (B)(6) 2016. The pre and post shock rhythms between treatments one and six were sinus rhythm with pvc's and motion artifact. The pre shock rhythm for treatments seven through 40 varied between motion artifact, sinus rhythm with pvcs and motion artifact. The patient was reported to have been conscious during the treatments; however, was not able to press the response buttons. It was reported the patient's condition does not allow the pt to communicate in full sentences and was unable to press the response buttons. The patient was reported to be conscious, the nurse reported when asking the patient if he is okay, he nods and attempts to say yes. The patient's nurse reported pressing the response buttons for the patient once it was determined the patient was ok. The response buttons were pressed earlier in the treatment event; however, they were not pressed prior to shock delivery. The patient's doctor advised the patient to continue to wear the lifevest until speaking with the patient's family. The patient's lifevest equipment was exchanged and the patient continued to wear the lifevest. The patient is then reported to have passed away on (B)(6) 2016 while wearing the lifevest. The patient's replacement equipment had not been recovered from the field. No additional device data is available for the day of the patient's death. The patient was reported to have passed away from various complications and that the patient's heart was weak.